Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on plug unit a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion on plug unit should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed error 216. The event occurred during setup/inspection for use. There was no patient involvement.